Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 (mg/dl). Customer consumed carbohydrates to stabilize bg levels to 96 (mg/dl). Reportedly, customer started a new medication and was advised by their health care provider (hcp) to discontinue medication use. Recommendation was made to consult hcp regarding pump settings and diabetes management.